Event description:
A doctor alleged that a patient had experienced a loose crown approximately 3.5 (three and a half) years after placement with maxcem elite.

Manufacturer narrative:
Patient specifics regarding age and weight were not provided. The doctor removed the crown, cleaned it out, and re-cemented it using the maxcem elite cement, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.